Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 500 mg/dl. The personal diabetes manager (pdm) reported to have malfunctioned and was unable to reset. The patient was treated with a manual injection of insulin at home. Symptoms reported include headaches and nausea. The patient was treated with an infusion. The pod was removed at the hospital.